Manufacturer narrative:
Date of event: unknown. This report is for an unknown quantity of unknown screws/unknown lot. Part and lot number are unknown; UDI number is unknown. Implant date: unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a hardware removal was performed on (B)(6) 2018 for an olecranon plate. The patient was implanted with one (1) olecranon plate and unknown number of screws on an unknown date. The patient experienced irritation post implant and the plate and the screws were removed. All the hardware was removed intact and the patient was not revised to any new hardware. The patient status was reported to be fine post-surgery. The procedure was completed successfully. This report is for an unknown quantity of unknown screws. This is report 2 of 2 for (B)(4).